Event description:
The customer reported the generation of high erroneous patient sample results for ion selective electrode (ise) sodium (na) patient results involving the dxc 800 ar chemistry analyzer. The erroneous results were reported outside the laboratory and later amended. The customer did not provide patient demographic but provided verbal examples for two (2) patients. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted customer troubleshoot the dxc 800 ar system over the phone. During interaction with the customer, it was determined the customer had performed improper maintenance as the sodium (na) electrode was missing quad ring. According to the current revision of the dxc 600/800 instruction for use (IFU) part number (pn) a93719, per chapter 9 maintenance-as needed maintenance-specifically the section on replacing the na electrode, it states: beckman coulter recommends the use of a lint less tissue, carefully and thoroughly dry the electrode sides and electrode port and installing a new quad ring (1) on the electrode prior to inserting the na electrode into the flowcell.the customer replaced the na electrodes and quad rings resolving the issue. No further issues were noted after replacing parts. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).